Manufacturer narrative:
Date of event is unknown. The method/results/conclusion codes will be sent in a subsequent report once investigation is complete.

Event description:
Manufacturer reference report: 1627487-2021-00046. It was reported that the patient was experiencing ineffective therapy. The ipg became inoperable due to an unknown reason (related manufacturer reference number 1627487-2021-00044) as a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the system was explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively.